Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory the returned components underwent a thorough analysis. Examination of the pump found the tubing was cut down to the pump block and did not pass the activation testing performed. There was no tubing returned for analysis. Both cylinders presented wear at the folds in the middle of the cylinder body. The reservoir also presented wear at a fold in the reservoir shell. Based on the information available, the reported observations were confirmed.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that was not working properly. Two weeks later, the patient underwent surgical intervention to revise the device and the physician found that the pump connector was cracked. The pump was replaced. There were no patient complications reported.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that was not working properly. Two weeks later, the patient underwent surgical intervention to revise the device, and the physician found that the pump connector was cracked. The pump was replaced. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.